Event description:
When rounding on patient, discovered patient with blood on face and hands - luer connector was missing from the distal lumen along with the clamp on the lumen. Lumen and clamp were not sequestered that became detached from the distal lumen.

Event description:
When rounding on patient, discovered patient with blood on face and hands - luer connector was missing from the distal lumen along with the clamp on the lumen. Lumen and clamp were not sequestered that became detached from the distal lumen.